Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the ventricular lead had dislodged leading to no capture or sensing. The lead was explanted and replaced successfully. The patient was in stable condition.